Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID e2dr01aa implantable pulse generator (ipg) implanted: (B)(6) 2006 product ID 5568-53 implantable pacing lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and the patient was experiencing shortness of breath and extreme fatigue upon exertion. It was further reported that the right ventricular (rv) lead had high thresholds. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.